Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the surgeon called in to report that the integrated electrosurgical unit (iesu) was giving constant faults c-32 and c-57. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the surgeon that the iesu was using a well grounded dedicated wall power outlet. The site had power cycled the iesu several times, but the issue was not resolved. The tse confirmed the errors in the logs. The tse advised the surgeon to use the e-100 generator for the vessel sealer instrument. The procedure was completing as planned with no reported injury. Isi followed up with the site and obtained the following additional information: the iesu was turned on by default and booted up without any problems. Initially, the iesu and the entire system worked without any problems. Since the error could not be corrected, the customer continued the operation without the possibility of coagulation. The customer reported that only a laparoscopic instrument was available for coagulation. The subsequent operation was canceled. The procedure was completed with the same da vinci surgical system but without coagulation from the iesu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was tested on an in-house system. Error c-54 was confirmed and reproduced.